Event description:
It was reported that the patient with a spinal cord stimulation (scs) implantable pulse generator (ipg) underwent a replacement procedure because the ipg was no charging completely or holding its charge. The ipg was retained by the facility and will not be returned for analysis. Postoperatively, therapy resumed without issues.

Manufacturer narrative:
The device was discarded; therefore, a technical analysis could not be performed. A review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. Block b3: exact date unknown, event likely occurred two months before replacement surgery, in (B)(6) 2025.

Manufacturer narrative:
Block b3: exact date unknown, event likely occurred two months before replacement surgery, on (B)(6) 2025.

Event description:
It was reported that the patient with a spinal cord stimulation (scs) implantable pulse generator (ipg) underwent a replacement procedure because the ipg was no charging completely or holding its charge. The ipg was retained by the facility and will not be returned for analysis. Postoperatively, therapy resumed without issues.